Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump had blank display after receiving new battery cap. Customer's blood glucose level was 315 mg/dl. Customer stated that they went to change the battery and now the insulin pump was not turning on. The device will not be returned for analysis.